Event description:
It was reported a revision surgery is needed due to a loosened patella. The patient has had clicking, pain, and swelling.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].